Manufacturer narrative:
H4 - 09/21/2022. Claim # (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm513.2, -06.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a shorter length lens due to excessive vault and rotation on (B)(6) 2023. This resolved the problem. Cause of the event is reported as other, calculation error.